Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 28 mmol/l which was treated with manual injections. Customer did not troubleshoot. The customer stated the alarm was resolved by changing the entire set. The reservoir was not returned for analysis.